Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, there were issues experienced with the loading and firing of the clips. There was no patient involvement.